Manufacturer narrative:
Pump malfunction was reported. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. The allegation of pump malfunction was confirmed. Additionally, there were no connectors returned with the pump. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced pump connector disorder with an inflatable penile prosthesis (ipp). The ipp pump, cylinder, and reservoir was explanted and a new ipp pump, cylinder, and reservoir. Additional information was received that the connector had a crack in it due to the friction between tissue and connector. The patient also experienced inflation issues due to fluid loss. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced pump connector disorder with an inflatable penile prosthesis (ipp). The ipp pump, cylinder, and reservoir was explanted and a new ipp pump, cylinder, and reservoir. Additional information was received that the connector had a crack in it due to the friction between tissue and connector. The patient also experienced inflation issues due to fluid loss. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.